Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower readings while wearing the adc freestyle libre sensor compared to the hcp meter. On (B)(6) 2019, the customer noted a scan result on 180mg/dl matched with blood glucose readings of 479mg/dl at 13:30. At 10pm that night, the customer obtained a scan of 180mg/dl compared to 600mg/dl on the hcp meter, and again on the morning of (B)(6) 2019, obtained a scan of 180mg/dl compared to 600mg/dl on the hcp meter. Customer experienced nausea, vomiting, cold sweat, loss of consciousness, and was hospitalized for hyperglycemia and treated with unknown IV infusions and electrolytes and an unknown injection medication. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported lower readings while wearing the adc freestyle libre sensor compared to the hcp meter. On (B)(6) 2019, the customer noted a scan result on 180mg/dl matched with blood glucose readings of 479mg/dl at 13:30. At 10pm that night, the customer obtained a scan of 180mg/dl compared to 600mg/dl on the hcp meter, and again on the morning of (B)(6) 2019, obtained a scan of 180mg/dl compared to 600mg/dl on the hcp meter. Customer experienced nausea, vomiting, cold sweat, loss of consciousness, and was hospitalized for hyperglycemia and treated with unknown IV infusions and electrolytes and an unknown injection medication. There was no report of death or permanent injury associated with this event.